Event description:
During the procedure, the physician used a cook endoscopy captura disposable biopsy forceps. The user commented that the forceps cups are not sharp enough to take a biopsy. The forceps reportedly "cut holes instead". The area of the body that required the biopsy was not specified in the report. A pt death or injury did not occur due to this observation. Several attempts were made in an attempt to collect add'l info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(4). The contact details for the cook facility in (B)(4) are: (B)(4). Eval: we could not confirm the report because, the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished good inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusion: we could not conduct a complete investigation because, the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use for this device advise the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. The size of tissue sample or biopsy to be excised can be controlled by how the user advances the forceps and maintains pressure on handle during use. After review of this info with clinical personnel, we can advise an absence of tissue at the biopsy site (described as a hole by the reporter) is a common and expected outcome when a biopsy is performed. Based on the info provided, it is likely the user expected a clean cut of the tissue during the biopsy and the cups allegedly did not excise the tissue in manner suitable for the user. The cups are approx 2 mm in length and 1 mm in width. Therefore, the reported biopsy site is small in size. Prior to distribution, all captura disposable biopsy forceps are subjected to a visual inspection to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.